Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
It was reported that 'patient is admitted for radiofrequency of geniculate nerves, of the right knee, a dispersive electrode is placed in the left lower limb, in the gastronemia. The procedure begins, accompanied by the doctor; ablations of the superior lateral geniculate nerve and medial superior geniculate nerve are performed with a temperature of 60 degrees with a duration of 02 minutes-30 seconds, of which no increase or decrease in temperature [nor] impedance was observed. [Impedance was] between 200 and 300 [ohms]. When the ablation of the inferior medial geniculate nerve begins, a burn is observed; the physician immediately stops the ablation, which took approximately 30 seconds, and stops the procedure; no increase or decrease in temperature was observed during the 30 seconds, [the] impedance [was] between 200 and 300 [ohms]. In the postoperative period, the doctor performs an assessment again, where he observes, apart from the inferior medial geniculate nerve, a small burn on the superior lateral geniculate nerve. [The doctor] indicates that a duoderm patch be placed on the affected area.' The patient received intravenous analgesic enantyum and was reported to be fine and under monitoring.

Manufacturer narrative:
Correction h6: investigation findings and investigation conclusion. The device history record for the reported lot number, 30135526, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 08-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.